Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d2a, d4, d8, h2, h3, h6 and h11. Corrected fields: h5 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most likely cause is that physical impacts and similar damage caused additional scratches, resulting in poor image quality. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a dent on the distal end. There were no reports of patient harm.